Event description:
Custom surgery pack had a visible tear in the table cover component upon pulling out which compromised sterility. A new minor basic pack was opened to complete the case. Manufacturer response for custom surgery pack, medline (per site reporter). Formal complaint logged as a case by vendor. Requested return of product for credit.